Event description:
An endovascular stent graft was being utilized on a 48 year old, male pt for an elective aaa repair in 2008. The patient's anatomic form was suitable for aaa repair. The pt had a history of ischemic heart disease, diabetes and high blood pressure. The endovascular stent grafts were being placed as labeled. At the time the flushing solution was injected through the device, it came back through the hemostatic valve. After the main body was placed and the inner cannula was withdrawn, heavy blood leakage occurred from the hemostatic valve. A 6fr sheath was set into the hemostatic valve to plug the blood leakage; however, the leakage was not completely restrained. The procedure was quickly performed and the total blood loss was 600ml. No blood transfusion was performed. The pt has recovered from this event. Pt recovered.

Manufacturer narrative:
Each zenith device is shipped with instructions for use (IFU) listing the anatomical requirements, warnings, precautions, and the correct deployment procedure. Cook has taken steps in an effort to reduce the occurrence, and/or minimize the likely severity in the event of a valve leaking, of this failure mode in other country. Training took place at every eligible site in other country and concluded on january 25, 2008. No product was returned to assist in this investigation. An internal clinical review indicated that the event may have been caused by inadequate product quality. The appropriate individuals have been notified and we will continue to monitor for similar events.